Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 patient handbook, rev. B, are currently available. Section 1 of this document lists adverse events, including infection (local, driveline, and pump pocket), sepsis, cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the source of the infection was the driveline. The patient presented with elevated procalcitonin (pct) and c-reactive protein (crp) markers, an irregular heart beat, confusion, and clamminess. The patient was in atrial fibrillation (afib), which did not result in clinical compromise. It was unknown if the patient had a history of arrhythmia pre-left ventricular assist device (lvad). The arrhythmia was not thought to have been device or therapy related. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the hospital being treated for sepsis. Inotropes were initiated. The patient passed away. Their main cause of death was septicemia.